Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose and ketones. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 295 mg/dl at the time of call. The customer's blood glucose was 339 mg/dl at the end of call. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that they felt nauseous and weak. The customer's mother stated that the drive support cap appeared normal. The customer's mother performed troubleshooting and did not found leaks, insulin issues and site issues, and setting issues. The customer's mother stated that they were air bubbles in the tubing. The customer's mother was assisted in clearing the air bubbles. The customer's mother declined to perform high pressure test. The insulin pump will not be returned for analysis.